Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected pump error 63 or pump error 4 alarms during testing. However, pump error 63 alarm and pump error 4 alarm are found in the formatted history file due to a broken trace of the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 80 mg/dl. The customer reported that they had performed the self test and found that the test was failed. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.